Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began four months prior to contacting lfs. The patient¿s testing frequency and normal blood glucose range are not known. At an unspecified date/time, the patient reportedly obtained blood glucose readings of ¿175, 99, and 160mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient denied testing his blood glucose with another device. The patient manages his diabetes with insulin (no adjustments); however, the patient denied taking any action in response to the alleged meter issue. It is not known if the patient developed any symptom(s) as a result of the alleged meter issue. According to the csr¿s documentation, four months prior to contacting lfs, the patient reportedly had contacted his health care provider (hcp) via phone and was advised to stop using the subject meter. It is not known if the patient followed his hcp¿s advised and if so, it is not clear if the patient managed his diabetes using another device. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. Based on the information provided, there is no evidence the patient developed any symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.